Manufacturer narrative:
Product analysis as found condition: both apollo catheter were returned for analysis within a shipping box, inside of two opened individual apollo catheter outer cartons (lot numbers ¿ d048424, and d044549), two opened individual apollo catheter inner pouches (lot numbers ¿ d048424, and d044549), and both within individual dispenser coils. No onyx 18 and 34 liquid embolic was returned. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. The catheter body was noticed to be undamaged. The distal shaft was found in good condition, with the detachable tip intact and secure within the ldpe overlap. No damage was observed with the detachable tip. No other anomalies were found. Testing/analysis: during testing, the apollo catheter was flushed, and water was able to exit the distal tip. Next, an in-house mandrel was hydrated and advanced into the hub and out the distal tip without any issues. No resistance was able to be reproduced within the catheter. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during delivery¿ and ¿catheter kink/damage were both unable to be confirmed. No damage was found with the apollo catheter; in addition, no resistance was able to be reproduced during testing. A few possible causes for resistance are but not limited to, incompatible devices and/or guidewire or delivery system damage; however, no root cause for resistance was determined. In addition, no root cause for ¿catheter kink damage¿ could be determined. The apollo catheter worked as intended. Via an online soured the (traxcess 12-14) guidewire was found to be too big for the apollo inner diameter. The non-medtronic guidewire (traxcess 12-14) used in the procedure was not returned; therefore, any contribution the non-medtronic guidewire had towards the damage/resistance was unable to be analyzed. In addition, the (traxcess 12-14) guidewire was reported to be shaped. Via an online source the non-medtronic guidewire (traxcess 12-14) was found to be incompatible with the apollo catheter, as per the IFU ¿the apollo¿ is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010¿ or less sized guidewires. The apollo¿ is not compatible with non-hydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter.¿. The reported devices and any accessory devices were prepared, and the catheters were flushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a microwire was not passing in to the apollo catheters, so they were returned as damaged. The same wire passed in other apollo catheters. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). There was no patient involved in the event. Ancillary devices include an onyx 18 and 34 liquid embolic. Additional information was received reporting that the cause of the event could not be determined. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was not able to pass the catheter hub. There was no damage found to the catheter hub. The guidewire tip was shaped. There was no kink/damage found on the guidewire. The guidewire was not a medtronic device. Additional information received reported that the guidewire was a "traxcess 12-14" (traxcess 14, od 0.012-0.014"). Review of mpxr (B)(4) reports that the catheter was replaced with a medtronic apollo product to complete the procedure.